Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive all buttons due to unlocked lcd keypad connector. No cosmetic damage found noted.

Event description:
The insulin pump was returned for analysis.